Event description:
The patient underwent generator replacement on (B)(6) 2016 and the explanted generator was reported to have been discarded.

Event description:
Additional clarification was received from a company representative who was present during the explant surgery that the patient's generator could not be interrogated prior to surgery on (B)(6) 2016 due to battery depletion.

Event description:
Clinic notes were received for patient's generator replacement referral. Per notes, patient's generator was unable to be interrogated on (B)(6) 2016. Programming history data for patient's device shows that the last parameters recorded were on (B)(6) 2013. An automatic battery life calculation performed on (B)(6) 2016 with the available data shows that the device has 3.1 years remaining until neos = yes. Additional relevant information has not been received to date. No known surgical interventions have occurred to date.